Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of more than 500mg/dl. It was stated that the customer started vomiting and the blood glucose meter was showing high. It was stated that the paramedics were called and took the customer to the hospital where he got an infusion set and treated with insulin that he was using at the time. It was stated the customer got pneumonia the day after being at the hospital. No further info was provided.